Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: forceps channel port is deformed; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; right/left knob has discoloration; upwards/downwards knob had discoloration; switch box has a scratch; scope cover unit has a scratch; image guide protector has a chip; the cover of light guide bundle is damaged; distal end is shaved; distal end has residual liquid; and due to annual inspection, parts must be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, that the duodenvideoscope distal end had residual liquid. The issue occurred during an unknown event. There were no reports of patient involvement.